Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported. No additional info was provided.

Event description:
The customer reported a m2 mode error message on the 7900 system. No pt injury was reported.